Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 ¿ june 27, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had yellow/brown marks on its stress member. This was identified after the device was filled with fluorouracil (baxter-compounded solution) and before the device reached the customer. There was no patient involvement. No additional information is available. This is report 5 of 7.